Event description:
(B)(6). Same case as: 2134265-2011-00622. It was reported that post a coronary stenting treatment procedure, the patient experienced angina. Lesion 1 was located in the distal left anterior descending artery (lad). The lesion was 75% stenosed, 2.5mm in diameter and 18mm long. The lesion was treated with direct stenting using a 2.5x20mm taxus liberte stent. Residual stenosis was 0%. Lesion 2 was located in the mid lad. The lesion was 85% stenosed, 3.25mm in diameter and 30mm long. The lesion was treated with direct stenting using a 3.0x32mm taxus liberte stent placed in overlapping fashion with the previously placed study stent. Post dilation was performed. Residual stenosis was 0%. It was noted that a staged procedure was planned for treatment of the right posterior descending artery due to the large amount of contrast used during the procedure. The patient was discharged 3 days later on aspirin and prasugrel. One month later, in (B)(6) 2010, the patient presented due to significant symptoms suggestive of angina and complaints of bilateral lower extremity discomfort. Cardiac catheterization was recommended. Coronary angiography using intravascular ultrasound (ivus) was performed revealing an 80% eccentric calcified stenosis in the mid lad. The lesion was treated with direct stenting using a 3.0x12mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and prasugrel. No further patient complications were reported.

Manufacturer narrative:
Device is a combination product. Patient identifier - (B)(6). Device evaluated by manufacturer- it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu (B)(4).